Manufacturer narrative:
Concomitant medical products: therapy dates are mar 5, 2017, omit may 15, 2017. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was clarified that the reported blade was explanted on (B)(6) 2017 and was replaced with different blade. Surgery was completed successfully. The patient was revised twice. This report addresses first revision performed on (B)(6) 2017. The second revision, which was performed on (B)(6), 2017 has been reported under linked complaint (B)(4).

Manufacturer narrative:
Investigation summary: answer medical safety: x-ray review / medical safety statement: product was not returned. The hb position in the head is perfect as well as the fracture reduction. It appears after hb placement the fracture was compressed using the provided compression technique (page 34 tfna tg). Like the first case the excursion of the lateral hb slide is limited and will bottom out sooner leaving the femoral head to slide on the hb instead of the hb to slide on the nail. Examiner not sure if the length of the flat side on hb is constant or increases with hb length increase or vica versa. Root cause could not be defined due the missing material. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. The complaint indicated that the helical blade cut out/ migrated post-op requiring additional surgical intervention. Device history records review was conducted. The report indicates that the: part 04.038.290s / lot #h167798. Manufacturing location: (B)(6). Manufacturing date: 08-sep-2016. Expiration date: 01-aug-2026. Part #: 04.038.290s, lot#: h167798 (sterile) - tfna helical blade 90mm -sterile, quantity (B)(4). Raw material part no: 21012 lot number 9974142 reviewed and meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the devices were used in the surgery for the femoral trochanteric fracture on (B)(6) 2017. The tfna nail was used for this one union procedure. Although the tfna helical blade was inserted slightly above the center position (the tip of the blade slightly directed superior. The surgeon stated that there would not be a problem. The telescoping phenomenon was confirmed one month after the surgery. One more month after that, the blade tip penetrated the femoral head. All the tfna implants were explanted once, and the blade in question was re-inserted from the femoral-calcar area where the bone was still left. The area where the blade previously (initially) inserted was filled with grafted bone and artificial bone. Complaint involves 1 parts. Concomitant part: 1x tfna fem nail ø9 04.037.942s / h050793; 1x lockscr ø5 l30 f/nails04.005.520s / 9531652. This report is 1 of 1 for (B)(4).